Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The physician felt the patient had a microdislodgement. While attempting to reposition the lead, the physician felt the stylet would not advance all the way to the end of the lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the distal conductor kinked, and that caused the stylet insertion test failed during the time re-position the lead. If information is provided in the future, a supplemental report will be issued.